Event description:
Pt had external pacemaker on. Pacemaker stopped working. Thought battery was dead. Replaced battery. Didn't work initially, then worked. Replaced pacemaker altogether. Realized right away when pt. Became hypotensive, what was happening. All happened within a minute.